Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in vitrectomy mode the system would not aspirate and there were occlusions. Additional information has been requested.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. Additional testing confirmed that irrigation, aspiration and vacuum varied with changes made to system settings in vit mode. Occlusion levels were confirmed to vary with changes in system settings. The system was tested and found to meet product specifications. The system was manufactured on july 8, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The consumable lot, specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint. Therefore, visual inspection and functional testing could not be performed. This file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. However, complaints of a similar nature have been received and the root cause was related to an error during the manufacturing process in which adhesive applied during the manufacturing process occluded the drive line on the probe. (B)(4).

Event description:
Additional information was provided indicating the cataract with intraocular lens implant was completed. There was no harm to the patient.